Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received some electric shocks. Which led to the patient experiencing pain, and loss of weight, and felt like the device flipping in the chest. Reprogramming efforts were performed. At this time, this ICD remains in service and no additional adverse events have been reported.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received some electric shocks. Reprogramming efforts were performed. At this time, this ICD remains in service and no additional adverse events have been reported.